Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating early termination). Inspected the plug assembly. The sensor was unable to be reprogrammed. The sensor was de-cased and liquid contamination was observed on printed circuit board assembly. No failure modes were observed upon visual inspection of the plug assembly. The sensor was attempted to be reprogram and observed that the sensor went to state 6. Extended visual inspection performed was performed. The sensor was de-cased and corrosion was observed on printed circuit board assembly due to liquid ingress. The sensor was re-programmed and accuracy test was performed, however sensor did not activate and went to state 6. The returned battery was measured and the result was outside specification. The battery was replaced with known good battery. Sensor did not activate. Error termination state observed and went to state 6 again. The solder was re-flowed to the application specific integrated circuit, however sensor did not activate. Section h6 (investigation findings) code 4247 (appropriate term/code not available) was selected, as adc was unable to perform further testing on the returned device. Issue is unable to test. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.